Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter was inserted and withdrawn from the straightener tool with no resistance noted. No damage noted on paddle or splines. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the catheter stopped deflecting when mapping was performed. The ablation catheter became entangled with the spline of the hd grid catheter. The ablation catheter was able to be removed with no issues. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.